Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling unwell and had a heartrate below the cardiac resynchronization therapy defibrillator (crt-d) lower programmed rate. It was noted that their heart rate went back up to within range after some time and the device is still in use. No further patient complications have been reported as a result of this event.